Event description:
Patient's wife reported patient is deceased. The date of death was not provided. Dose or amount: 10mg/ml. Frequency: weekly for 3 weeks. Route: under the skin. Dates of use: (B)(6) 2015 - ongoing. Diagnosis or reason for use: osteoarthritis. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.